Event description:
It was reported a 6f angio-seal evolution was used post percutaneous procedure. During development of the angio-seal, the physician reported that when the device was pulled out, a crackling noise was heard and the device jumped over the green marker. Twenty four hours later, the patient experienced internal bleeding which the physician diagnosed as retroperitoneal bleeding. The patient underwent surgical intervention and the surgeon reported that the anchor and the collagen sponge were outside the vessel with the anchor formed like a "v". The patient's condition was reported to be okay. The patient was taking medications of aggrastat and heparin.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by an intact suture loop approximately 0.3" in length. The anchor legs were curved away from the anchor dome into a "u" shape, consistent with exposure to heat/moisture and external forces. No contributing visual anomalies were noted. The suture loop length, anchor shape, and complaint description suggests that the collagen may not have been compacted directly against the arteriotomy. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.